Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the physician believed that there was some excessive blushing through the graft. The physician elected to not intervene any further and decided to evaluate the patient at follow-up. No additional clinical sequelae were reported. Medtronic received films for this case and medtronic's independent physician consultant reviewed the films with the following evaluation. There is a small amount of transgraft flow as a result of anticoagulation and limited outflow from a large sheath in the right external iliac artery. Expectant management only, following reversal of anticoagulation and improvement in outflow, this will resolve. The independent consultant recommendation was a routine 30 day surveillance.

Manufacturer narrative:
.